Event description:
Patient reported "trauma", capsular contracture baker grade IV, discrete amount of fluid, presence of a solid, hypoechoic, oval-shaped, nodular image with circumscribed margins, and rupture confirmed by MRI/ultrasound. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture, lump/nodule, anxiety-product/procedure, seroma-late and capsular contracture was requested on (B)(6) 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "trauma", capsular contracture baker grade IV, discrete amount of fluid, presence of a solid, hypoechoic, oval-shaped, nodular image with circumscribed margins, and rupture confirmed by MRI/ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, a.4, a.6, b.3, b.5, b.6, h.6.

Event description:
Patient reported "trauma" and rupture confirmed by MRI/ultrasound. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.